Event description:
A ventilator was returned to the manufacturer's service center for periodic maintenance. The device was not in patient use. During the evaluation of the device, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.